Event description:
A customer reported to baxter (B)(4) of a y-type cath ext set that is leaking at each y-connection during an unidentified process step. The customer stated that this leaking infusion system is a concern, and given the nature of the drugs being infused in this area, makes this a high priority to resolve. The customer stated that it has been decided to discontinue the use of this product when infusing cytotoxic drugs until a resolution could be found by baxter quality due to safety concern. It is unknown if there was patient involvement, patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.